Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunctions were verified. The high voltage cable was defective preventing the collimator setting to be used and then causing poor image quality. Cable replaced. The mixed images is a known problem and was corrected by replacing and reloading the hard drive. The system was tested and found to be working as intended and placed back into service.

Event description:
Customer reports that the system 9800 has been delivering of poor image quality. Customer further complains that images are mixed when sent to hospital archive system. Further reported that collimator leaves do not rotate. No adverse patient involvement was reported. No patient information was reported.